Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the an occlusion alarm occurred. Reportedly, the pump was exposed to a temperature change prior to the occlusion. In addition, it was reported that a power source alert occurred when plugged into a power source to charge, and the pump did not charge. Reportedly, the pump was able to be charge with different charging supplies. Customer's blood glucose level was 322 mg/dl.

Manufacturer narrative:
The failure investigation has been performed and the alleged occlusion issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged battery issue was unable to be verified.